Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Examination of the returned complaint device revealed that the device has a kink at the distal section while in the neutral position at 15mm from the tip. Besides the ring#1 and #2 have broken adhesive and fluids under the adhesive. The right and left curves are not placed in the template shaded areas, the device failed the dimensional test. The device was dissected finding the guide coil collapsed at the adjustment knob and at 7cm from the handle. The distal section was dissected finding the center support broken at 16mm from the tip and it is also bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on 18mar2015. It was reported that during an atrial flutter ablation treatment procedure, the distal electrode was bent. The target lesion was located in the right atrium. This 7/110/2.5/8-10 intellatip mifi xp ablation catheter was selected; however, during this procedure the device became bent at the distal electrode. The procedure was completed with this device. No patient complications were reported and the patient's status is good. However, device analysis revealed broken adhesive on the ring electrodes.